Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during implant of the leadless implantable pulse generator (ipg), the device was caught somewhere in the heart and would not come out. After two deployments with high thresholds the physician decided to abandon the procedure and implant a transvenous system. No patient complications have been reported as a result of this event.